Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the lead exhibited high impedance readings on all contacts. As a result, surgical intervention took place on (B)(6) 2019 wherein the system was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.

Manufacturer narrative:
The reported high impedance was not confirmed. The lead was returned cut as a consequence of the explant procedure. Continuity testing did not identify any electrical opens. Microscopic inspection of tail 9-16, showed setscrew marks on the inappropriate electrodes indicating the lead was not fully inserted inside the header of the ipg. A lead not fully inserted into the header of an ipg or extension can cause changes in output and impedance. The cause of reported high impedance observed in the field is consistent with the lead not be fully inserted inside the header.